Event description:
Dealer received a bad cylinder; states that you can recline the unit back with out the trigger, it is loose. The other cylinder is leaking. Unit did not fail while in use. Dealer noticed it. No other information available. Patient is in a facility.